Event description:
A barostim system was implanted on (B)(6) 2026 and last titrated from 4.0ma to 6.0ma on (B)(6) 2026. On (B)(6) 2026 the patient experienced leg swelling. On (B)(6) 2026 the patient was hospitalized in relation to heart failure and hypervolemia. It was noted that the patient experienced right knee pain, right leg swelling, and increased fluid volume from the right thigh down to the foot. Therapy was increased to 7.0ma on (B)(6) 2026. On (B)(6) 2026 the patient experienced increased right knee swelling and knee pain, and barostim therapy was disabled. As of (B)(6) 2025 the knee pain and swelling had not resolved. As of (B)(6) 2026 barostim therapy remained off and the leg pain and swelling had improved. Per the physician, though it was unknown whether barostim caused or contributed to the hospitalization, the root cause of the event was that the patient's heart failure may have progressed to more advanced stages.

Manufacturer narrative:
Analysis was unable to be performed as the device was not returned. Although per the physician it was unknown whether the device caused or contributed to the event, per the physician, the root cause of the event was that the patient's heart failure may have progressed to more advanced stages. Per the cvrx physician consultant, the event was likely due to a clinical issue with the patient and not likely to be related to barostim. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. ID# (B)(4)